Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was located on the exterior and interior of the catheter. Heavy amounts of blood found in the extracorporeal tubing. The pressure tubing was returned attached to the y-fitting. There was a catheter kink observed on the iab catheter at approximately 71.88 cm from the iab tip. The inner lumen was found to be clear with no blood found. No other defects were observed. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was detected on the membrane at approximately 0.76 cm from the rear seal and measuring approximately 0.025 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was going to be removed from the patient post- aortic valve replacement . On the day of the planned removal, the balloon ruptured and blood was found in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was going to be removed from the patient post- aortic valve replacement. On the day of the planned removal, the balloon ruptured and blood was found in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was going to be removed from the patient post- aortic valve replacement . On the day of the planned removal, the balloon ruptured and blood was found in the tubing. There was no reported injury to the patient.